Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, noise was observed on the rv channel leading to false high voltage rate episodes. The patient is currently stable.

Event description:
Additional information indicates that the device was reprogrammed and the patient was stable following.

Event description:
Additional information indicates that the noise could not be reproduced in clinic. The physician elected to explant and replace the right ventricular lead. The patient was stable following.

Manufacturer narrative:
Additional information: a complete lead was returned in two pieces for investigation. An external insulation abrasion breaching the outer insulation was noted at 40.9-41.0 cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise and oversensing.